Manufacturer narrative:
Exact event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a xenform graft material was implanted during an anterior/ posterior repair with sacrospinous ligament fixation using xenform procedure performed on (B)(6) 2016. According to the complainant, the patient experienced gluteal pain and recurring prolapse following the use of xenform. The physician determined that it was most likely that the gluteal pain was from the sacrospinous ligament suture which was common post operation. He also treated the patient with an anesthetic block and the pain settled two weeks later. Reportedly, the prolapse was determined as not being significant enough to warrant intervention at this stage.